Event description:
It was reported that patients implant procedure was aborted after a csf leak was detected, leads were not implanted and patient was sent to post op surgical recovery to address the issue. It is unknown which lead is a fault.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4)., serial: (B)(6) , batch: a000120554.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.